Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per end user model is unknown. She says the rollator is vibrating while using outside and making arm hurt. Per follow up call, the device is being used on rough roads, causing the vibration. MDR filed.